Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-00909. The patient is implanted with two leads and each are reported as the manufacturer is unable to determine which lead is liable. It was reported the patient was experiencing pain between shoulder blades since first postoperative visit. An x-ray was taken and revealed one of the leads had migrated. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-00909. Follow up information identified there were no signs of infection and no cultures were taken.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-00909. Follow up information identified the patient underwent surgical intervention on 02/01/2018 where the leads were removed and replaced. Postoperatively, the patient was receiving effective stimulation.